Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced impaired right ventricular (rv) function and began treatment with inhaled nitric oxide. The patient also experienced lethargy and somnolence after extubation. Additionally, the patient experienced lactic acidosis as well as fluid overload with lower extremity edema being treated with intravenous (IV) diuretics. On (B)(6) 2022, the patient had a swollen left arm initially thought to be due to peripheral IV infiltrate, but after ultrasound was determined to be due to catheter associated nonocclusive chronic deep vein thrombosis (dvt) involving the left branchiocephealic vein, internal jugular and proximal branchial vein as well as superficial venous thrombosis in left cephalic vein. On (B)(6) 2022 the patient was hypoxic and hypercarbic with concern for pneumonia. On (B)(6) 2022, the patient had anemia and received one unit of packed red blood cells, no active bleeds were identified. On (B)(6)2022 the patient was diagnosed with ogilvie's syndrome and was also hypotensive. The patient also experienced leukocytosis with fevers, negative sputum, urine, and blood cultures. Patient was given cefepime, flagyl, and vancomycin. Bilateral pleural effusions were also found via chest x-ray.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2022 the patient was extubated and later reintubated due to labored breathing and inability to clear secretions. The patient received a tracheostomy on (B)(6) 2022 after inability to separate from ventilator. On (B)(6) 2022, the patient had cool left upper extremity. Ultrasound revealed acute dvt involving the left branchiocephealic vein, internal jugular, and proximal branchial vein. There was also superficial venous thrombosis noted in the left cephalic vein. On (B)(6) 2022 it was reported that the patient was agitated, as well as experiencing venous thromboembolism. On (B)(6) 2022 the patient experienced additional fluid overload with lower extremity edema / third spaced fluid being treated with IV diuretics. The patient also needed to begin tube feeding as well as further bowel rest. It was also reported that the patient needed a blood transfusion due to their anemia. On (B)(6) 2022 it was reported that the patient had positive urine cultures for mixed bacteria. They had their catheter removed and were put on IV cefepime. Additional blood cultures came back positive for staphylococcus epidermis which was treated with IV vancomycin. The patient also developed a dermatomal rash with concern for shingles. On (B)(6) 2022 the patient had a pulseless electrical activity (pea) arrest after their airway was suctioned prior to cleaning bowel movements. Code was initiated, compressions and breaths were given, as well as epinephrine and lactated ringers. The patient had a return of spontaneous circulation. The arrest was thought to have been caused by thick airway secretions that caused the occlusion. Additionally, the patient was given 1 unit of blood due to their low hemoglobin (6.9) and hematocrit (22.8).

Event description:
On (B)(6) 2022, that patient experienced hyperkalemia which was treated with insulin, dextrose, and lokelma. The patient's chest x-ray came back with opacities at bilateral lung bases. Sputum cultures came back positive and the patient was started on zosyn for pneumonia on (B)(6) 2022. The patient also had blood loss anemia that resolved with a transfusion of blood. Also noted was a hematuria with intermittent clots in urine while draining the foley catheter. The patient also had a history of ventricular tachycardia (vt) and acute kidney injury. The patient went into vt during catherization and required cardioversion. The patient also had tremors in both hands, as well as 2 skin tears. On (B)(6) 2022, the patient experienced spontaneous vitreous hemorrhage in the left eye, resulting in "black floaters" and red hazy vision. A b-scan ultrasound was performed which suggested incomplete posterior vitreous detachment. Cardiology ultimately decided to stop aspirin due to this event. It was later communicated on (B)(6) 2022 that the patient was discharged home, where they are ongoing with therapy. It was also communicated that the device did not contribute to the patient's right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, thromboembolism, infection, bleeding, cardiac arrhythmia, and renal dysfunction as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain information regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.